Event description:
It was reported that while unloading a pt from the ambulance one of the wheels got caught on the kickstand in the ambulance and caused the cot to fall. There was pt involvement. The customer was not allowed to share info on adverse consequences.

Manufacturer narrative:
Investigation still underway.